Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, to provide the completed investigation results, and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found that the one tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
The user facility reported that the band was left with about 10 ml of air when the patient was finished with the percutaneous coronary intervention (pci) procedure in the cath lab. The patient started bleeding, and the band only had 3 ml left when the nurse realized the patient was bleeding in post-anesthesia care unit (pacu). They removed the band and held pressure. The estimated blood loss was less than 250cc. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 03apr2025: log documentation at 1625 showed there was 10cc of air injected into the tr band when it was applied. The tr band was noted to be losing air after 25 minutes at 1650 within 5 minutes of arrival at the pacu. The patient was stable. There were no other devices used in the access site. There was no noticeable damage to the device.

Manufacturer narrative:
. E3: occupation: materials manager. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.